Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal left anterior descending (plad) artery. A 3.50x15mm skypoint drug eluting stent (des) was advanced to the target lesion and the stent was implanted without issue. The delivery system balloon was then used for post-dilatation and inflated 3 times. The first inflation was to 14 atmospheres (atm) and pressure was held for 10 seconds. Second inflation was to 14 atm, pressure was held for 7 seconds, and the third inflation was to 14 atm, pressure was held for 6 seconds when the balloon ruptured. The delivery system and balloon were removed without issue. A semi-compliant and a non-complaint balloon were used to complete post-dilatation without issue to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.